Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that image noise and no image was caused by a faulty cable unit. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. The zoom function on the camera was intermittently failing due to a faulty charged coupled device unit. Additionally, there was intermittent noise in the image due to a faulty cable unit and the lens coupler was wobbly. If additional information becomes available following device evaluation, a supplemental report will be filed. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that the olympus hd autoclavable camera head was not producing an image during an unspecified procedure. According to the initial reporter, the procedure was completed by using an extra camera there at the facility. There was no patient harm or consequence reported as a result of this event.